Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance and stent migration occurred. The vascular access was femoral. The lesion was located in the left main artery. The lesion was predilated with an unknown balloon. A 3.50x12mm taxus liberte' drug eluting stent was deployed in the lesion, however; when the physician attempted to removed the stent delivery system, balloon withdrawal resistance occurred. The physician pulled negative, deep seated the guide catheter and used force in an attempt to remove the delivery system. When the device released, the previously deployed stent migrated and was seen floating 'like a ring' around the guide catheter. The physician attempted to remove all the devices together, but when the devices got to the introducer sheath, the stent came off the guide catheter and was located in the iliac artery. The stent was post-dilated in the iliac artery. During the retrieval process, the patient's blood pressure dropped and was medically managed. A 4.0mm promus stent was deployed in the lesion to complete the procedure. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B) (6). (B) (4). As a unit has not been returned, a technical analysis cannot be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).